Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. Destructive analysis indicated that the battery experienced irreversible lithium pellet detachment from the current collector in the battery's anode assembly.

Event description:
It was reported in june 2015 by a healthcare professional (via a manufacturer representative) that the patient experienced a ¿loss of therapy¿ with ¿less than 50% therapy relief¿ at their original pain area due to ¿normal¿ battery depletion. The patient¿s implantable neurostimulator (ins) could not be interrogated by a patient programmer or physician programmer. It was noted the ¿patient claimed not to have seen an elective replacement indicator (eri) or end of service (eos) message¿. The patient¿s ins was planned to be replaced on (B)(6) 2015 as a result of the event.